Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that out of box, the centrifugal pump barcode scan read qe04234 when it should have read qe04. There was no patient involvement as this occurred out of box.